Event description:
A pt had a repeat colonoscopy in 2005 (indication not provided). Three days after the event, the pt was unable to see their physician and was evaluated in the emergency room for abdominal cramping, bleeding (clots). Mucus and black watery diarrhea, and urgency. Pt was treated with an anusol suppository. Medical history was not provided.